Event description:
It was reported that, the cs300 intra-aortic balloon pump (iabp) unit gives false balloon check alarm to check the ball.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
B4, d9, e1 (event site postal code - 33011), e2, e3, g3, g6, h2, h3, h4, h6 (type of investigation, investigation findings and investigation conclusions), h10, h11 corrected fields: d5, g2. A getinge field service engineer (fse) found alarm related to preventive maintenance, so the work was carried out.

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5)

Event description:
N/a